Event description:
Reporter alleged the customer's finger became infected after she used the safe-t-pro lancet. Reporter stated the customer's doctor gave her an antibiotic for her finger which did not work. Reporter stated the customer went to a specialist who incised and drained her finger. No other actions were reported taken or resulting treatments reported received. A request was made for the return of the suspect device and replacement product was sent.